Event description:
A report was received that the patient¿s ipg was not holding a charge. The patient had previous non-device related surgeries and it was unknown if electrocautery was used. The patient underwent battery replacement and was reportedly doing well after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.